Manufacturer narrative:
Citation: yousef, altayyeb et al. Transcatheter aortic valve implantation (tavi) for native aortic valve regurgitation, a systematic review. Circulation journal vol.82, march 2018 doi: 10.1253/circj.cj-17-0672. Epub 2017 dec 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding a meta-analysis conducted on transcatheter aortic valve replacement in patients with native aortic valve regurgitation. All data were collected from systemic review from a database search in medline, embase, pubmed, cochrane controlled trials register and cochrane database of systematic reviews between january 2002 and february 2016. The study population included thirty-one publications and 175 patients. Patients were implanted with either a corevalve (55%), or a non-medtronic transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly male; mean age 82 years. Among all patients, no deaths were attributed to a medtronic product. Among all patients adverse events included: moderate to severe paravalvular leak (pvl) or aortic regurgitation, valve migration and dislodgment, valve-in-valve, blood loss, electrocardiogram (ECG) changes treated with permanent pacemaker, cerebral vascular accident (cva), mispositioning, and surgical replacement. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.